Event description:
It was reported that the patient's pump was removed and partial catheter was removed. It was indicated that the patient requested to have the pump and catheter explanted. During explant, the catheter was abandoned/capped/ and partially removed. It was noted when the health care provider (hcp) pulled the catheter out and unhooked the anchor, only a very short piece (less than an "inch and a half" of the length/ "12cm") came out. It was indicated that the rest of the catheter remained in the patient's body. At the time of this report the patient was alive and there were no patient symptoms or injuries. The drug delivered via pump was normal saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012. Product type: catheter. (B)(4).